Event description:
The customer observed false nonreactive alinity I syphilis results for one patient in dermatology. (B)(6) 2024 sid (B)(6) initial alinity I syphilis 0.84 s/co, repeated 0.86 s/co. The customer sent the sample to the innovent platform, and the result was strongly positive, tppa positive. The sample was sent to a third-party testing company for testing using a third chemiluminescence method, and the result was also positive. No impact to patient management was reported.

Manufacturer narrative:
Corrected data found in section d9, changed from 10/24/2024 to blank.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not completed as returns were not available. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling review concludes that the issue is adequately addressed. Return sample analysis: the returned specimen sample was tested with the following results: alinity I syphilis tp 1.16 s/co (reactive). Mikrogen recomline treponema igm negative (no reaction). Mikrogen recomline treponema igg negative (tp47, tp257 (gpd): very low intensity). Note: testing was performed using a retained reagent kit of alinity I syphilis tp reagent lot 62009be01 as reagent lot 62010be01 was not available for testing in the abbott shanghai laboratory. During in-house testing a reactive result was generated for the return sample with alinity I syphilis tp lot 62009be01, which doesn¿t show a reproduction of the customer observation. Therefore, investigation for lot 62009be01 was performed within this product evaluation. In-house testing of a retained reagent kit of lot 62009be00, which contains identical bulk reagents as complaint lot 62010be01, was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. In-house testing of a retained reagent kit for the returned sample did not reproduce a negative result which the customer observed. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. A systemic issue and/or product deficiency was not identified.

Event description:
The customer observed false nonreactive alinity I syphilis results for one patient in dermatology. On (B)(6)2024, sid (B)(6), initial alinity I syphilis 0.84 s/co, repeated 0.86 s/co. The customer sent the sample to the innovent platform, and the result was strongly positive, tppa positive. The sample was sent to a third-party testing company for testing using a third chemiluminescence method, and the result was also positive. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I syphilis results for one patient in dermatology. On (B)(6) 2024 sid (B)(6) initial alinity I syphilis 0.84 s/co, repeated 0.86 s/co. The customer sent the sample to the innovent platform, and the result was strongly positive, tppa positive. The sample was sent to a third-party testing company for testing using a third chemiluminescence method, and the result was also positive. No impact to patient management was reported.